Event description:
It was reported on 12/26/2022 by a arthrex employee via email that an ar-1588btb-2j tightrope wire snare could not be pulled out. Case involvement, no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-1588btb-2j serial/batch number 14956815 was received for investigation. Functional testing noted that when the loop¿s tail is pulled, the loop closes and opens without issues. Visual evaluation found that the rtf braid was broken, and the suture was frayed. The suture threaded was pulled out of the suture. The most likely cause for the reported failure is user error.